Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had out of control high blood glucose levels. The customer stated that she had a blood glucose reading of 140 mg/dl, which shot up to 450 mg/dl five hours later. She complained of feeling sick and out of breath. The customer suspected a bent cannula. She stated that she had been of the insulin pump for 2 years and does not think she got the insertion process correct. Upon removal of the infusion set, it was found that the cannula was not bent. The customer treated with a manual injection. Upon troubleshoot, it was found that no leaks were found and the insulin pump passed the high pressure test. Advised the customer that the device was working as designed. Nothing further reported.